Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm and drive support cap was sticking out. The customer¿s blood glucose was 138 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer also stated that the insulin was squirting out during the manual prime process. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose/ protruded drive support disk. No - compromised forced sensor system alarm noted. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, self test and unexpected restart error test. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test test due to prime anomaly. Unable to verify drive or motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.